Manufacturer narrative:
. H6 - work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced dissatisfaction with near vision. In a separate visit the lens was exchanged for a replacement lens of same length. The problem was resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category.